Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Additionally, it was reported after filling a cartridge with insulin, the pump prompted the customer to load a new cartridge. Customer's blood glucose level was 113 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.